Event description:
It was reported that the patient presented in the ep lap for dft testing due to high voltage lead impedances out of range. Device went into reset mode and was restored by downloading device code (etp). Device was exposed to defibrillation/cardioversion. Device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.